Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had two sensors that would not adhere to the customer's body, and another sensor that would not connect with the transmitter and alarmed a lost sensor error alarm. Customer's blood glucose was 8.9 mmol/l. Customer reported that the first sensor was missing the electrode and was covered in blood. The second sensor would not adhere and the needle detached. Customer was advised the sensors will be replaced. Customer agreed to return the sensors for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used enlite sensor. Inspected and performed the sensor initialization test. Connected the sensor to the transmitter and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.